Manufacturer narrative:
The customer was provided with a replacement device. After additional investigation by physio-control, the likely cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the device had its service led illuminated. The device had logged several event codes. The reported issue of the device powering on and off by itself could not be reproduced. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered on and off automatically during first installation of the device. The device had its service led illuminated and had logged several event codes into its memory. There was no patient use associated with the event.